Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised forced sensor system error and insulin squired out during manual priming. The customer's blood glucose level was unknown. The customer was disconnected during prime. The insulin pump was not bumped or dropped, no water contact. The drive support cap was not damaged. The insulin pump will not be returned for analysis.